Event description:
Patient reported that four v-go devices fell off prior to the 24hrs. The patient preps the location with the alcohol swabs and allow the area to dry prior to attaching v-go. V-go devices have been discarded